Event description:
Technician alleged the foot lever for trendelenburg position is not working. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve, emergency trendelenburg valve to resolve the issue.